Event description:
It was reported that during central processing, the curved bipolar dissector instrument's cable insulation was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use, and no damage was found. We were informed of the damage to the instrument via the company, vecomed, in a committee report; no damage was detected intraoperatively. There was no loss of cautery associated with the damaged cable, no signs of thermal damage at the site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure, and there were no problems removing the instrument through the cannula. The procedure was completed with the same instrument without any problems (no damage or defect of the instrument was visible). No photographic images of the device or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Visual inspection revealed signs of missing parts. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have thermal damage to the yaw pulley, right from the conductor wire. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the right side from the conductor wire. No section of the active electrode (grip) was exposed. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.